Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 hemodialysis (hd) machine had a melted component. The melted component was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A fresenius (B)(4) technician serviced the reported machine. Additional information was requested but was not provided to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. It was reported that a fresenius mexico technician serviced the reported machine, but details of repair were not provided. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.